Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v242433, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a fragmented lead abandoned from a system removal. No further device issue alleged / identified. No further patient symptoms or complications were reported.